Event description:
On 9/dec/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Although the details and timeline are unknown, the patient reportedly transitioned to incenter hemodialysis (hd) following discharge. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., causality, offending organism, discharge summary, hospital records, medication records) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An as received with reduced dwell time) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, teach pump test and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 9/dec/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Although the details and timeline are unknown, the patient reportedly transitioned to incenter hemodialysis (hd) following discharge. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., causality, offending organism, discharge summary, hospital records, medication records) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, which required hospitalization and transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. End stage renal dialysis (esrd) patients undergoing peritoneal dialysis (pd) therapy (manual or cycler based) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Although the details and timeline are unknown, the patient reportedly transitioned to incenter hemodialysis (hd) following discharge. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., causality, offending organism, discharge summary, hospital records, medication records) have thus far proven unsuccessful.

Event description:
On 9/dec/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Although the details and timeline are unknown, the patient reportedly transitioned to incenter hemodialysis (hd) following discharge. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., causality, offending organism, discharge summary, hospital records, medication records) have thus far proven unsuccessful.